Event description:
Sorin group (B)(4) received a complaint reporting that during cardioplegia delivery, the pump speed of the s3 double head pump increased to maximum rmp during the case. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a complaint reporting that during cardioplegia delivery, the pump speed of the s3 double head pump increased to maximum rmp during the case. There was no patient injury. The device has been returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.